Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 16 april 2026, a 22mm amplatzer amulet left atrial appendage occluder was selected for implant. During the procedure, while deploying the device, a long string-like structure was visible on fluoroscopy at the tip of the device. The device and delivery sheath was removed from the patient and replaced. The procedure was completed successfully.